Manufacturer narrative:
It was reported that washout of hip and exchange xlpe liner and oxinium head due to infection. The affected oxinium femoral head, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported event could not be corroborated. The instructions for use noted the alleged failure has been identified in the potential adverse events. A review of risk management files found that the reported failure was documented appropriately. Based on this investigation, the need for corrective action is not indicated. Some potential causes could include but are not limited to surgical technique used or patient medical conditions. No relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time.

Event description:
It was reported that washout of hip and exchange xlpe liner and oxinium head due to infection. Primary hip replacement date: (B)(6) 2020. No report requested by surgeon. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.